Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.879 coi, interpreted as non-reactive. The repeat results were 1.05 coi and 1.03 coi, both interpreted as reactive.

Manufacturer narrative:
The calibration and qc recovery data provided were acceptable. The alarm trace showed foam detection and aspiration errors. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. The elecsys hiv duo assay performs within specification. No product problem was identified.